Event description:
The customer's mother reported that her daughter's blood glucose measured 115 mg/dl at 1:59 pm when they activated the pod and gave a 0.3 unit bolus. At 2:33 pm her bg was 261 mg/dl which was corrected with a 0.2 unit bolus. At 3:22 pm her bg was 289 mg/dl and another 0.15 unit bolus was given, but at 3:46 pm her bg was up to 446 mg/dl. The pod was deactivated at 4:51 pm and the mother reported that the cannula had a little blood around it and appeared to be bent. She also reported that the adhesive was missing from around the cannula area.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warn's "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."